Event description:
The customer alleges that the device kinked. The alleged issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Manufacturer narrative:
(B)(4). The customer returned one spiral flex et tube size 7.0 for investigation. A visual exam was performed and it was observed that the inner coils within the tube were offset at approximately 4cm from the machine end. No defects were observed on the inflation line or cuff. The inner diameter was measured and was found to be within specification. Kink testing was performed and there were no issues detected. The reported complaint of inner coils of the tube being uneven was confirmed based on visual examination of the returned sample. Although the complaint was confirmed, a root cause for the issue could not be identified. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not determined.

Event description:
The customer alleges that the device kinked. The alleged issue was detected prior to patient use.